Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd venflon¿ pro safety peripheral safety IV catheter, blood leaked from the device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two actual samples (1 used and 1 unused with unit pack opened) were returned for investigation of this complaint. Our quality engineer inspected the returned units and could not identify any manufacturing related defects. A visual inspection, (B)(4) fitting inspection, luer taper measurement and catheter adapter leak test were conducted and both samples passed the acceptance criteria. Used sample (sample #1): the used sample was subjected to visual inspection, (B)(4) fitting inspection and luer taper measurement. The sample passed the inspection criteria. The safety mechanism was visually inspected and no abnormality was observed. Used sample (safety mechanism): the sample was also subjected to catheter adapter leak test. No leakage was observed. As the safety mechanism of the sample has been activated, it is not possible to subject it to indication time test to observe for the leakage from the end of the flow control plug. Unused sample (sample #2): the unused open sample was subjected to visual inspection, (B)(4) fitting inspection and luer taper measurement. The sample passed the inspection criteria. The sample was also subjected to indication time, catheter adapter leak test, and needle separation test and the result is within the acceptance criteria. No leakage from the end of the flow control plug was observed during indication time test and no leakage during catheter adapter leak test. Visual inspection, (B)(4) fitting inspection, luer taper measurement and catheter adapter leak test were conducted on the returned samples. The samples passed the acceptance criteria. The unused sample was further subjected to indication time and needle separation test and the result is within the acceptance criteria. No leakage was observed from the end of the flow control plug. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.